Event description:
It was reported that the device had downstream occlusion, cleared occlusion between pump and patient unharmed. The blinatumomab infusion was interrupted for about 4 hours, causing a hospital admission. Continuous infusion rate: 5 ml/hour. Total reservoir volume: 115.8 ml. Given: 408.9 ml. Length of infusion: about 72 of 96 hours complete. After receiving air bubble message, they primed tubing using pump to clear air. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.